Manufacturer narrative:
Evaluation summary: it was caused due to a malfunction on the printed circuit board. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
There is poor image quality, because of a defective pcb. This was found out in service. This event occurred at the time of before use. There was no report of patient harm.